Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The amingo is not sold in the USA and has no 510(k). However, the device is similar to the avance, 510(k) k032803. A ge healthcare service representative performed a checkout of the equipment and found the equipment to function within manufacturer's specifications. The unit was returned to service.

Event description:
The hospital reported that the unit shut off when the patient was moved to the operating room. The unit was rebooted, resolving the reported complaint. There was no reported patient injury.